Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had leak. The customer¿s blood glucose was 175 mg/dl. The customer stated that in the morning the blood glucose level raised upto 345 mg/dl but declined to troubleshoot for high blood glucose level. The customer was assisted with troubleshooting for the reservoir leak. The customer also reported that the size of air bubbles is about the size of the number on the reservoir. Customer reported that the air bubbles are at the bottom of the reservoir and that they move around. Customer's outcome pertaining to the complaint. The device will not be returned for analysis.